Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 814:01 was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 6.12.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 814:01 on start-up. This event had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.